Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(6) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(6) 2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, "the suture failed to deploy." The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Event description:
It was reported that during a sigma resection procedure, the device did not staple completely. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Safety release damaged the analysis results found that the device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, all the staples were noted to be protruding and the breakaway washer was uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.